Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited dislodgement, placement difficulty and insulation breach with insulation separated and uncoiled (damaged). The lead was capped and replaced. No patient complications have been reported as a result of this event.